Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: us157852, m2a-magnum pf cup 52odx46id, 519160; 139252, m2a-magnum 42-50mm tpr insrt-6, 903250; 192510, echo por fem red lat nc 10x130, 433550. (B)(6).

Event description:
It was reported that patient underwent a hip revision surgery approximately 5.5 years post implantation due to pain, pseudotumor, and metallosis. It was noted that there was a large amount of metallosis present, and a violation of capsular repair. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed through medical records stating revision of head and liner and patient presented with bilateral hip pain and imaging revealed large pseudotumors and fluid collections around her greater trochanter. Additional information provided did not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.